Event description:
It was reported that the handpiece ran without user activation during a routine equipment evaluation at the user facility. There was no patient involvement, and no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, corrosion was found on the motor and bearings. Corrosion can contribute to an intermittent electrical connection, which can result in the device unintentionally activating.